Manufacturer narrative:
The customer's report of a leak at the y site was confirmed. Functional and pressure testing observed a leak at the engagement between one of the tubing¿s to one of the bifurcated inlet openings on the 3-way y-connector. Further inspection of the 3-way y-connector component was performed; it was observed that the component¿s port with the observed leaking was not completely round and that there were sufficient gaps between the tubing and port when the component was squeezed. The root cause was due to insufficient solvent being applied at the engagement of the tubing along with the observed non-roundness of the specific y-connector port causing the improper tube bonding to occur.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported tpn and lipids were infusing at an unspecified rate thru a bi-fused extension set . The user noted a leak at the y site of both tpn and lipids. There was no report of patient harm . The tubing was in use for 24 hrs.